Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, right side rupture. And capsular contracture, baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 31jul2024.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. Rupture: no observed openings on the device. As per the investigation procedure deformation and creases were observed. None of the observations are found to be potentially related to the manufacturing process.